Manufacturer narrative:
(B)(4)

Event description:
It was reported that two episodes of non-sustained rv oversensing were detected due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were recommended.